Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the coating on the runthrough wire came off inside the patient while the physician was attempting to wire a vessel through a stent strut in the coronary artery. Additional information was received on 11/16/18. It was reported that it was the tip of the actual wire that broke off inside the patient, and not the coating. Additional information was received on 11/29/18. Once the device fractured, the attempt to reach the affected vessel was aborted. They consulted another ic (interventional cardiologist) and attempted to use a snare to retrieve it. The patient has had no ill effects as of yet from this. The physicians had elected to leave the wire in (approximately 50 cm) as it posed no immediate threat to the patient. The wire size in the patient anatomy is "approximatley" 50 cm long. The location of the wire in the patient is in the circumflex artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and provide the completed investigation results. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the niti core wire and the platinum coil had been fractured at the end of the device. The length from the distal fracture of the niti core wire to the joint of the platinum coil, stainless steel coil and niti core wire was found to be approximately 27mm. That of the factory-retained sample of the same product is approximately 30mm in length. It was found that a distal section approximately 3mm was missing from the main body. Magnifying inspection of the niti core wire on the segment around the fracture revealed that it had been distorted on 0mm - approximately 5mm from the fractured distal end. Magnifying inspection of the platinum coil segment located proximal to the fracture end revealed that the platinum coil had been raveled on the segment 0mm - the joint of the platinum coil, stainless steel coil and the niti core wire. Due to the reveling, the length of the missing portion of the platinum coil was unknown. Magnifying inspection of the stainless steel coil segment revealed that the coil did had no anomaly in the appearance. Electron microscopic inspection of the fracture of the niti core wire revealed that the core wire had become diminished toward the fracture end with the fracture cross-section being in the slant shape. Electron microscopic inspection of the fracture cross-section of the niti core wire revealed that the dimple pattern had been generated on the surface. The thickness of the niti core wire was measured on the segment adjacent to the fracture. It was confirmed to be equivalent to that of the factory-retained sample of the same product code. The actual sample measured approximately 0.032mm. The factory-retained sample measured approximately 0.032 mm (measured at approximately 3mm from the distal end of the device). The outer diameter of the stainless steel coil segment was confirmed to meet manufacturer specifications. Functional testing was conducted: two current samples from the involved product code were prepared. With their distal coils being trapped, the samples were subjected to the force as follows respectively until their niti core wires became fractured. Pulling force after application of torque force. The fracture end became diminished and diagonal with the generation of the dimple pattern on the fracture cross-section. This state of the fracture was found to be similar to that of the fracture on the niti core wire of the actual sample. The niti core wire was found to have become distorted on the segment from 0mm to approx. 3mm in the manner similar to the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the distal segment of the platinum coil of the actual sample was trapped in some hard object, including the strut of the involved stent. In attempts to release the trap, excessive torque force was applied to the actual sample. This distorted the niti core wire located inside the platinum coil. Subsequently, in attempts to release the trap, excessive pulling force was applied to the actual sample. This fractured the niti core wire located inside the platinum coil. During further withdrawal manipulation the platinum coil was raveled and fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent."